Event description:
Shock delivered notification was received on the Customer Support Helpline queue. Patient's caregiver drove patient to Hospital ER for medical evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. WCD role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.